Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the second firing of laparoscopic lower anterior resection or rectum resection, the surgeon could not fire the device. The surgeon was able to press the green button and pushed the center control button, however the firing was not performed. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.